Manufacturer narrative:
H10: the actual device was not available; however, a photograph and video were provided for evaluation. During visual inspection of the provided photographic sample no identifying malfunction was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the warmer luer connection was not tightened on a prismaflex m150 set c which resulted in a fluid leak. The set was no longer usable. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available. .